Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the g7 sensor displayed a glucose value of 85 mg/dl, while a blood glucose meter reading at the same time was 65 mg/dl. The user corrected blood glucose with orange juice, was instructed on how to enter a blood glucose value to calibrate the sensor and was advised to contact the manufacturer if the inconsistency continued.